Event description:
It was reported that the 2800 system had an intermittent accessory error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The table assembly detection switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.